Manufacturer narrative:
This report is submitted on 13 february 2020.

Event description:
It was reported that the patient's device was electively explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 11, 2020.